Event description:
It was reported that this implantable pacemaker was repositioned due to device moving from subcutaneous to submuscular. This device remains in service. No additional adverse patient effects were reported.